Event description:
It was reported that the lead exhibited unacceptable thresholds and was repositioned twice. After the pocket was closed the patient's blood pressure dropped and a perforation was noted. A pericardiocentesis was performed and no further complications were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.